Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the interlock screwdriver t25/3.5 mm hex/224mm (p/n: 03.010.473, lot #: 9875884) was returned and received at us cq. Upon visual inspection, it was observed that the tip of the driver and slider were twisted and deformed. No other issues were identified with the returned device. Device failure/defect identified? Yes . Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Service and repair evaluation: the customer reported the tip of a screwdriver was twisted. The repair technician reported the device tip was twisted and bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is bent. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed . Sd25/3.5 mm hex screwdriver. Complaint confirmed? Yes, the device received was twisted. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the interlock screwdriver t25/3.5 mm hex/224mm (p/n: 03.010.473, lot #: 9875884). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history part number:03.010.473 , synthes lot number: 9875884, supplier lot number: n/a, release to warehouse date: 07aug2015, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a screwdriver was twisted. The damage was noticed after the case was complete. It was believed that the damage occurred during the final tightening on a screw being implanted. There was no surgical delay. The procedure was completed successfully. There was no patient consequence. Concomitant devices: screw (part: unknown, lot: unknown, quantity: 1). This report is for a inter-lock screwdriver. This is report 1 of 1 for (B)(4).